Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the surgery done was an implant procedure for the ipg and lead. It was confirmed that aside from the ipg, the lead was also removed during the previous explant procedure (MFR report #: 3006630150-2016-02131). The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.